Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 14-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The vectris lead kit which was under product hold plan (pho) was implanted in the patient. The manufacture representative was notified about the pho after the event. The vectris lead kit was under fca which may result in a usage difficulty. During the procedure, the lead was difficult to move and place to the desired target. The procedure took longer and the final lead placement was not as expect. It was also noted that the stimulation couldn¿t cover the pain area. No further complications were reported or anticipated.